Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant follow-up increased/high pacing thresholds and decreased sensing amplitude were observed on this right ventricular (rv) lead. Suspecting dislodgement, the physician performed a revision procedure wherein this lead was repositioned. No adverse patient effects were reported. This lead remains in service.